Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized due to blood glucose level of 540 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin and fluids, and the customer was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, the pump did not deliver the set basal rate. Tandem technical support (cts) performed a pump system check and found the customer forgot to perform the load fill tubing step. Cts verified the pump basal rate delivered as intended. Tandem technical support guided the customer through performing the fill tubing step and customer resumed insulin delivery.

Manufacturer narrative:
B1: product problem; removed, h6 device code 2182; removed, h6 device code 2993; added.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized due to blood glucose level of 540 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin and fluids, and the customer was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, the pump did not deliver the set basal rate. Tandem technical support performed a pump system check and found the customer forgot to perform the load fill tubing step. Tandem technical support guided the customer through performing the fill tubing step and customer resumed insulin delivery.